Event description:
Philips received a complaint by the customer on the v60 indicating that the device is operating on battery power. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer reviewed the event log and found where it was operating on battery power. Within the same minute it also showed that ac power was restored. Customer has performed successful battery test and electrical safety test. The customer informed they cannot duplicate the complaint but suspects ac power fluctuation at the outlet and is returning the unit to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.